Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support the patient presented with duct-dependent pulmonary circulation and loss of pulses to the right limb. Treatment indicated was vascular surgery. Actions taken resolved the ischemia. Additional information received indicated that this patient was on maximum amount of chemical support that caused significant vasoconstriction that limited flow to all extremities (not just the impella leg). Subsequently, it was reported that the patient decompensated and veno-arterial extracorporeal membrane oxygenation (ecpella) was required, with emergent permanent pacemaker (ppm). The ejection fraction remained decreased, so the patient was escalated to impella 5.5.